Manufacturer narrative:
The t:slim g4 user guide states, ¿never fill the infusion set tubing while the tubing is connected to your body. Filling the tubing while it is connected to your body can result in the unintended delivery of insulin.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Customer's blood glucose level was not impacted. Reportedly, the customer had insulin pens available as alternate insulin therapy. During the reported event, customer asked to reload the cartridge. Customer normally receives assistance from family members because customer cannot reach the infusion site. No family members were available and customer stated that infusion set would remain attached during the fill tubing process. Customer reported that juice would consumed to cover the additional units of insulin that would be received during this step.